Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/16/2020. Additional h6-medical device problem code: a0401- break. Additional h-3 summary: a labeled winding former, a needle piece and a needle/suture piece of product were returned for evaluation. During the visual inspection of the sample, the swage part was noted broken and marks of surgical instrument in this area could be observed. The sample sent to additional evaluation to determine the failure mode of the broken needle. Two failed suture needles, were submitted for fractographic evaluation. The components were identified as product code z329h. It was requested that hsa assess the fracture mode of the failures. A fracture was observed at the suture attachment samples a and b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluation for sample a and b submitted via 2210968-2020-08016 and 2210968-2020-08015.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2020. Additional information: investigation summary: it was reported that the suture broke off from the needle. Ten unopened samples of product code z329, lot # pmu630 were received for evaluation. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "suture broke off from the needle"? Please explain. Suture dissolve from the needle. What was the exact issue? Did the suture separate from the needle? Yes. Did the suture broke? When did the issue occurred? Pre-op, intra-op or post-op no information from the hospital. How many devices present the issue? 2. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2020 and suture was used. It was reported that the suture got detached from the needle and it is not known when the event occurred. There were no adverse patient consequences reported. Additional information was requested.